Manufacturer narrative:
The technician found the brake block was missing a bushing. The tech replaced the brake block bushing to resolve the issue.

Event description:
The tech alleged the brakes would set but did not hold. No pt impact.